Manufacturer narrative:
(B)(4). The analysis of the returned device did not confirm the reported missing knot as the loops of the knot were present, indicating the preformed knot was complete during plunger removal. The analysis noted the returned suture cut in two pieces at the knot and the anterior cuff had been cut proximally to the link. This finding suggests that the suture knot and link may have inadvertently been cut after removal of the suture from the device. It should be noted that the instructions for use states to cut the suture from the anterior needle distal of the link. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and there does not appear to be any product quality deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a percutaneous coronary intervention. Reportedly, after the needles were deployed and the plunger was removed, during device removal, the knot was not present. The whole device was removed and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.